Manufacturer narrative:
(B)(4).

Event description:
Received information of a power on reset occurring after the medtronic representative attempted to charge ins prior to implant. A normal recharge session was initiated when the "call your doctor/por" icon screen appeared. He interrogated with his 8840 physician programmer and noted that the ins charge level was at 75% and he could set the implant bit if desired. The representative choose to use another device for implant and called medtronic to find out why this occurred. They were unable to determine cause without clearing the por to get the code. The device was able to be charged by pressing the audio key. Possible parity por. Additional information has been requested and if received, a follow up report will be filed.